Manufacturer narrative:
Philips service replaced the system disk and reinstalled the software, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system startup failure due to hdd read issue on a allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.